Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin drip during hospitalization and also treated with the insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer does not report any errors leading up to the event. Customer alleges that insulin pump was under delivery. Troubleshooting was performed for alleged under delivery. Customer declined to perform a carelink upload. The insulin pump and reservoir will not be returned for analysis.